Manufacturer narrative:
W1dr01 ipg. Implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited oversensing. The ra lead position check failed. The rv lead exhibited short v-v intervals. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.